Event description:
On (B)(6) 2014, this patient underwent endovascular treatment for a 55mm measured abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Reportedly, the aneurysm enlarged till 68mm. On (B)(6) 2016, the inferior mesenteric artery was embolized due to a type ii endoleak with a sac enlargement. This information has been already reported. Follow up cta from (B)(6) 2017 till (B)(6) 2019 showed that the maximum diameter of the aortic aneurysm/lesion increased in size from 73mm to 89mm. On (B)(6) 2020, the patient underwent the explant procedure to treat the aneurysm enlargement (unknown amount) and a type ii endoleak caused by the failure of the previous embolization procedure. Reportedly, the aortoiliac bypass was performed. According to the site, the event was related to both aortic device and procedure.

Manufacturer narrative:
G3/g4: added PMA/510(k)number.